Event description:
It was reported that multiple occlusion alarms occurred. During a pump system check with tandem technical support, a new cartridge was loaded and a minimum fill notification was received. A pump air leak was detected. Reportedly, customer to use alternate pump and manual injections for insulin therapy as needed. No reported impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. During a pump system check with tandem technical support, a new cartridge was loaded and a minimum fill notification was received. A pump air leak was detected. Reportedly, customer to use pump and manual injections for insulin therapy as needed. No reported impact to the customer¿s blood glucose level.